Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, a patient experienced an unknown issue. The lens was exchanged for another lens 2 weeks after the initial implantation. Additional information has been requested.